Event description:
It was reported that the patient experienced recurring incontinence because of urethral atrophy at the cuff site. All components of the artificial urinary sphincter (aus) were removed and replaced. The patient had a good outcome.